Event description:
Caller reported a power source alert indicating that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting using different wall adapters and charging cables without success. Technical support arranged for a replacement of the pump. Customer will use mdi therapy as a backup to ensure insulin delivery is not interrupted, and was instructed to put the pump into storage mode before returning it to tandem.